Event description:
Revision surgery - due to the stem loosening in a cemented bioplar, patient's left leg.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loosened stem after 2.2 yrs. In vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was not completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 4 prior complaints reported against this part; summary of investigations: 4 for device loosening. This is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to (B)(4) and hence a root cause cannot be determined. Several factors unrelated to the implant can play a role in the implant becoming loose; such as loose joint from degenerative tissue and improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.